Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 3 months. On (B)(6) 2012, per the discharge summary, the patient was presented with acute episode of weakness and confusion at his home. During his stay in the hospital, he was found to have bacteremia and was treated for several days. The patient was diagnosed with recurrent infective endocarditis of mitral prosthetic valve, recurrent infection on the pacemaker lead wire, pseudomonas bacteremia with pseudomonas valvular infection. The patient was discharged to a nursing facility until he has completed the antibiotic therapy and then will be re-admitted to undergo redo valve placement. Per follow-up with the surgeon's clinic, it was learned that a redo-valve replacement was performed to the patient on (B)(6) 2013. No other details provided.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. However, it appears that this event was likely related to the patient's prior infection at the time of implantation of the subject device.